Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu, image processor, and system interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system will not boot up. No pt injury was reported.